Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the caller indicated that they were at a post-op for the patient and the recharger will not connect to the ins. This was the first time the patient was attempting to recharge. They had the patient lay on the back and that did not resolve the issue. The caller indicated that they can feel the top portion of the ins at the location of the incision. The caller indicated that the ins may be tilted and there is swelling at the pocket. The caller indicate that they are confident that the ins is right in the center of the recharger. The remote connects to the ins when the recharger is disconnected so the ins is not depleted. During the call the caller connected to the ins and the controller displayed the poor recharge quality message. As the caller moved the recharger they were not able to get past the poor recharge quality message. The issue was not resolved through troubleshooting. The caller will continue working with the patient and they may re-evaluate the charging at a later time. On 2022-may-31 (B)(6) (rep): additional information was received by rep, responding to follow communication. Rep spoke with the np that was present during case and np felt like patient had some swelling in the pocket. Np felt like it might take some time for this to resolve. I¿ve left a voicemail with patient to return my call to see if we can attempt at recharge again. Weight of patient was unknown. Rep also reported, they met with patient to do further troubleshooting on charging patient's ins. Caller reports they brought another recharger and continues not able to charge patient's device. Caller reports ins battery is at 10% caller reports patient is able to communicate with her tablet and patient is able to communicate with their controller, but not able to charge. Caller reports patient can feel the header only, cannot feel the stimulator, ins is tipped angle inward. Antenna locator performed 63, caller reports patient is wearing a tight fitted pants. Disable/enable device performed, and antenna locator performed; 73. Suggest caller to press the recharger against patient's ins, caller continues to see reposition recharger. 2022-06-14 (B)(6): additional information was received from a manufacturer's representative (rep) regarding an implantable neuro stimulator (ins). The reason for call was rep said hcp is doing revision today, as result of neurostimulator moving into the buttocks tissue that caused recharging issue. Rep said she's been doing passive recharge for 10 minutes and battery was still in the red and the controller was still at 60%. Technical services(ts) told rep there was nothing unusual about this and that rep just needs to allow more sessions or further recharging with the passive recharge mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the revision fixed/resolved the issue. The patient was able to easily recharge post pocket revision. The patient¿s weight was unknown at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.